Event description:
It was reported that a vessel rupture occurred, requiring an additional device. A 1.85mm jetstream sc catheter was selected for an endovascular therapy procedure in a superficial femoral artery (sfa). The sfa calcified lesion was ablated using the jetstream, which resulted in vascular rupture. The device was able to be removed as usual. After that, a non-boston scientific stent was implanted, and hemostasis was successfully achieved.